Event description:
It was reported that the pacing lead impedance was high and the pacing threshold was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. We did receive performance data collected from the device. There were patient alerts for right ventricular (rv) lead impedance on (B)(6) 2012. The weekly pace lead trend data showed a gradual increase for minimum and maximum ventricular pacing of 680 to 6128 ohms peak between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).